Manufacturer narrative:
A1: patient identifier: (B)(6). B5: describe event or problem: updated. H6: patient codes: updated.

Event description:
Respond edge post market study. It was reported that left bundle branch block (lbbb), complete heart block (chb), and atrial fibrillation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. A right femoral access approach was gained. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. During the index procedure, the subject developed complete atrioventricular(av) block during valve release. Post valve release there was appearance of lbbb along with an episode of transient chb for which the temporary pacemaker was left inserted. Post index procedure, a single episode of high rate atrial fibrillation occurred and the event was treated with effective pharmacological cardioversion and amiodarone. The subject was discharged to a rehabilitation/skilled nursing facility nine days post index procedure. It was further reported that the atrial fibrillation event is not related to the 23 mm lotus edge valve.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), complete heart block (chb), and atrial fibrillation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. A right femoral access approach was gained. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty(bav), according to the instructions for use(IFU). Next, subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location was performed. During the index procedure, the subject developed complete atrioventricular(av) block during valve release. Post valve release there was appearance of lbbb along with an episode of transient chb for which the temporary pacemaker was left inserted. Post index procedure, a single episode of high rate atrial fibrillation occurred and the event was treated with effective pharmacological cardioversion and amiodarone. The subject was discharged to a rehabilitation/skilled nursing facility nine days post index procedure.